Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "stage 2 shell", the breast is hard, but still looks normal", "folds, waves".

Event description:
Healthcare professional reported "stage 2 shell in the right breast: the breast is hard, but still looks normal", "folds, waves" and "rotation". This record is for the right side. Device was explanted and it's unknown if it will be returned.